Manufacturer narrative:
(B)(6). This report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Reported as approximately 11 years ago (exact date unknown). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 4.9 mm titanium locking screw stripped and two conical extraction screws broke during a hardware removal due to avascular necrosis of the femoral head performed on (B)(6) 2015. The date of the original procedure was approximately eleven (11) years ago. Removed hardware included four (4) intact 4.9 mm titanium locking screws. The original intention was to remove all hardware (titanium femoral nail with four (4) 4.9mm locking bolts of the 459.xx family) on (B)(6) 2015 in preparation for a conversion to a total hip arthroplasty. The 'male" conical extraction screw was screwed into the recess of the forth screw and it broke off into the recess (completely frozen in there). The "female" conical extraction screw was then tried, and that broke also. A hollow reamer was then used to ream over the screw head, on both medial and lateral sides of the nail. The screw was then removed successfully. There was a reported sixty (60) minute surgical delay. No fragments left behind. The procedure was completed without further incident. The nail is planned to be removed at a later, unknown date. This report is for an unknown locking screw. This is report 3 of 3 for com-(B)(4).